Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
During eval of the device, the philips field service engineer (fse) noted the ready for use (rfu) indicator hour-glass was not blinking on. There is no reported pt involvement.